Event description:
Customer called to report they was admitted as an inpatient to the hosp for high bg. In the morning the customer ate cereal for breakfast. Later that day, customer states they was short of breath and had chest pains. Customer checked bgs and bgs were 600 mg/dl they then contacted their. Endocrinologist. Customer changed out site/set and gave a manual injection to correct. Endocrinologist instructed customer to go to the hosp. Cust states when they was admitted to the hosp their bgs were even higher.